Event description:
A consumer reported receiving a higher blood glucose reading of 161 mg/dl when compared to a laboratory value of 54 mg/dl. These values when plotted on a clarke error grid fall into the "d" zone showing that the difference in results is clinically significant. There was no report of death, serious injury or mistreatment associated with the event.